Event description:
Pt undergoing c-section. During cauterization of superficial blood vessel, using a hemostat and bovie, the hemostat touched the skin causing a burn via conduction. The area of the skin burn was excised and the area suture. (Involved equipment discarded).